Event description:
Consumer states unit burned back on her neck, pillow case, pillow and bed. She states that she put an extra pillow case over the heating pad because it was so hot and it still burned through. This report came via email from sales rep for (B)(6).

Manufacturer narrative:
(B)(6) 2014 received email correspondence from (B)(6), sales rep, on (B)(6) 2014 advising of (B)(6) claim on behalf of consumer. "I bought a con air heating pad model number hp01rb. ...when using it 2 months ago it burns my back of my neck, my pillow case and my pillow on my bed. I had an extra pillow case double over the heating pad because it was hot . . . The burn marks on my bed which was only 4 months old, my new pillow, pillowcase and myself and heating pad which could not be used again. Nor would I ever try to use it again."